Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer stated that the pump displayed a red x and 0. Customer's blood glucose level was 356 mg/dl, which was addressed with injections. It was reported that the customer reverted to insulin injections.